Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device visual evaluation: visual analysis of the photographs identified: fold creases and red particles material found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, yellow discoloration of the gel, crease fold. Device has been explanted.